Event description:
On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) canada alleging that a one touch ping meter was powering off during use. The pt tests her blood glucose 8 times a day. She tests before and after meals, and at bedtime. She manages her diabetes with rapid insulin via an insulin pump. The pt indicated that the alleged issue started on (B)(6) 2010, at around 6:30-7:00 am. The night before the alleged issue began, the pt admitted that she felt as though her blood glucose level was high and had a symptom of thirst. The pt mentioned that she had gotten an unspecified high reading at 11:00 pm the night before the alleged issue began. On (B)(6) 2010, the pt stated that she woke up feeling low, but did not specify any particular symptoms. She denied feeling shaky, but estimated that her blood glucose level was probably around "3.8 mmol/l." At that point, the pt claimed she first noticed the alleged meter issue. Due to not being able to test, the pt claimed that she developed a symptom of being anxious. The pt denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pt was sent replacement test strips. Based on the info provided, this complaint is being reported due to the unresolved power issue. There is no evidence, however, that the alleged issue contributed to the pt's symptoms/injury. The pt claimed that her symptoms developed before the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.